Event description:
It was reported that approximately two months post implant the leadless implantable pulse generator (ipg) exhibited some non capture of ventricular paced events as well atrial under-sensing. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.